Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect by 10 minutes; cause was unknown. There was no impact to the customer's blood glucose level due to this reported issue. Reportedly, the customer corrected the pump time to resolve the issue.